Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to experience residual stimulation was investigated. The device output was monitored for excessive leakage current or spurious signals while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibited normal device characteristics. Therefore, the reported complaint of the ipg causing the patient to experience residual stimulation was not duplicated or confirmed. The complaint of a telemetry anomaly was not confirmed. Device was tested successfully with multiple rc's for telemetry errors. Device exhibited normal telemetry characteristics.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. The ipg also would not link to the remote control and the clinician programmer (cp) wand. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient had difficulty charging the ipg. The ipg also would not link to the remote control and the clinician programmer (cp) wand. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The ipg also would not link to the remote control and the clinician programmer (cp) wand. The patient will undergo an ipg replacement procedure.